Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 114 hours of extended bench testing at the customer's settings. A review of event trace indicates that the reported event, transducer fault, was last logged (B)(6) 2018. The service was unable to duplicate during testing and evaluation. As a precaution, the service technician replaced the analog board. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 auto cycled and alarmed transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported event.